Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the lesion was pre-dilated with a non-abbott balloon dilatation catheter. Before reaching the lesion with the promus, the stent dislodged from the balloon. The stent was withdrawn from the anatomy using a snare device. The procedure was completed with a non-abbott stent. No patient complications were reported. No additional event or patient information is available.

Manufacturer narrative:
(B) (4): a conclusive root cause for the stent dislodgement could not be determined. Evaluation summary: quality assurance analysis revealed that the stent implant was returned with blood on the entire length of the stent implant. The stent delivery system (sds) was not returned. The stent implant was stationary on a non-abbott guide wire. The proximal end and middle portion of the stent implant were mangled. The distal end of the stent implant was slightly crushed. There was no other damage noted to the stent implant. The non-abbott guide wire was returned with blood on the distal end of the core. There was no contrast visible. There were three kinks in the competitor's guide wire 4 mm, 1.7 cm and 2.5 cm proximal to the tipball. There was no other damage noted to the competitor's guide wire. The protective sheath was not returned. The stent implant outer diameters could not be measured due to the damage noted. Product performance engineering reviewed the incident information. The stent delivery system (sds) was not returned. Only the stent implant was returned with blood visible on the entire length of the stent implant consistent with the reported information that the stent had entered the patient's anatomy. The stent implant was returned mangled and crushed on a competitor's guide wire, which is consistent with the reported that information that a snare device was used to retrieve the dislodged stent which likely contributed to the noted stent damage. The non-abbott guide wire was returned with several bends noted just proximal to the tip ball located under the damaged stent. This damage does not appear to have contributed to the reported stent dislodgement. Although the patient's anatomical information was not provided, it may be possible that interaction between the stent implant and anatomy and/or lesion site contributed to the dislodgement. Return of the stent delivery system would have aided in the evaluation and determination of cause for the reported stent dislodgement. The reported removal of foreign body by use of snare device is a result of the dislodged stent. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint and there have been no other incidents for stent dislodgement, removal of foreign body reported for this lot. Overall, a conclusive cause for the stent dislodgement could not be determined; however, there is no indication to suggest a product quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are inspected for proper stent placement, stent damage, and crimped stent outer diameter. A sampling of units is destructively tested to verify stent dislodgement force.